Event description:
A customer reported that a telemetry pt was paced and went into asystole. The cic (central station) provided arrhythmia suspend alarms during this time, but did not alarm for asystole. The pt expired. There is no allegation of equipment malfunction. Engineering reviewed the full disclosure strips, which showed apparent changes in qrs morphology that resulted in eventual loss of qrs detection and decreases in the reported heart rate. At 19:47:50, the apex pro asserted an asystole alarm. The user then initiated an ECG "relearn" cycle approx 10 seconds later, which suspends arrhythmia detection during the relearn period. Without qrs complexes that were within the detection parameters of the system, the device continued in the "learning" mode until the cic provided an arrhythmia suspend technical alarm at the specified criterion of 30 seconds after the initiation of the relearn cycle. The system remained in this alarm state while the pt's rhythm continued to degrade with intermittent response to the pacemaker. Ventricular asystole occurred sometime after 19:52:30. The alarm performance of the device was within design spec for the waveform and conditions present. While no device malfunction was detected, ge healthcare's eval of the reported event is ongoing. A follow up report will be submitted once the eval is completed.